Manufacturer narrative:
The investigation is ongoing. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous high results were generated by a cobas 8000 c 502 module. The event involved 1 patient with vanc3 vancomycin. The provided patient's age was (B)(6) years. The patient was a female.

Manufacturer narrative:
Summary of investigation results: since calibration and qc were acceptable, both a general reagent and instrument issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. Summary of follow up actions taken: the sample was requested for investigation but could not be provided.